Event description:
A customer reported to beckman coulter inc., (bec) a leak coming from the unicel dxi 800 access immunoassay system. The customer is not questioning any patient results. No harm or injury was reported by the user.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse found liquid was leaking from the wash fluidics drawer. The fse opened up and found leaks in the pump tubing. The fse replaced tubing and cleaned the peristaltic pumps. Hardware is the root cause of this event. (B)(4).